Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leakage at septum 2025.1.3, when performing an indwelling needle puncture on a patient, after the steel needle has been removed from the end, the material within the end of the indwelling needle is not closed and a gap is left, resulting in blood and fluids flowing out of the end, and the patient will need to be reintravenously punctured.

Event description:
No additional information is available.

Manufacturer narrative:
1. Production record check (lot#4258968) : 1) this batch of products will be assembled in jingma automatic line 4 in september 2024, and packaged in r240 packaging line 9 in september 2024, with a work order quantity of (B)(4) pieces. 2) check the process test report and shipment test report, and the test results are in line with product standards. 3) check production records to ensure there are no non-conformities, deviations or rework. 2. Customer returned no defective samples and photos. 3. The retained samples of this batch were taken for relevant functional tests: 800mm simulated clinical leakage test and 45psi leakage test. The test passed, and no leakage was found in the isolation plug and other parts of the sample. 4. Possible causes: 1) after the needle puncture into the blood vessel, there is blood at the notch of the needle core. In the process of removing the needle core, although the pinhole of the isolation plug is closed, the blood drops in the notch will be carried out with the notch. If there is a lot of inertia during needle withdrawal, blood drops will be thrown out. 2) if the patient's arm is tied tightly during puncture, it will cause greater pressure in the blood vessel, and blood will come out with the needle core when the needle core is withdrawn, but it will not continue to bleed blood. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormalities were found in the process and retained samples, and no similar complaints were received from other hospitals about this batch of products. As the defective samples were not returned, relevant tests could not be carried out to identify which led to the root cause of the leakage. The factory will continue to monitor such defects.